Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the probe was cracked due to using the subject device having a scratch on the probe continuously, and broke eventually. As the cause of the scratch on the probe, it is possible that the physician activated the ultrasound output while the probe tip was in contact with a hard object such as a clip and forceps, or scraped the probe with a sharp object such as a scalpel to remove carbonized tissue accumulated on the probe. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, improper handling the subject device cannot be ruled out as a contributory factor to this event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp. (Omsc) was informed that during laparoscopic hepatectomy, the probe of the subject device broke while separating adhesion and fell into a patient's abdominal cavity. The fragment was retrieved with grasping forceps immediately and the procedure was completed with other device. There was no report of injury regarding this event.